Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: crease is observed. Red particles were observed on the shell. Red particles were observed on the gel.

Event description:
Healthcare professional reported a left side rupture diagnosed during explanting procedure. Device has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps (B)(4) covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.